Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device seemed to run erratically. It would run when there was no tubing installed and there were other times when it did not recognize the filter tubing installed. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
One device was received for evaluation. Functional tests were performed on device and no problem found; device is working as intended. The device passed all the remediation testing.